Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration : yes') in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included multi gravida and parity 4. Concurrent conditions included stress incontinence, dysmenorrhea and urticaria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/abdomina"), abdominal pain ("pelvic/abdomina"), dermatitis allergic ("allergy: rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal laparoscopic assisted vaginal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, skin disorder, fatigue, gastrointestinal disorder, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. 4 coils right & 3 coils left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Lot number:787225, manufacturing date2010/09: expiration date:2013/09. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration : yes') in an adult female patient who had essure (batch no. 787225) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". The patient's medical history included multi gravida and parity 4. Concurrent conditions included stress incontinence, dysmenorrhea and urticaria. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/abdomina"), abdominal pain ("pelvic/abdomina"), dermatitis allergic ("allergy: rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic assisted vaginal laparoscopic assisted vaginal). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, dermatitis allergic, skin disorder, fatigue, gastrointestinal disorder, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, dermatitis allergic, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, pelvic pain, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure insertion date- (B)(6) 2011. 4 coils right & 3 coils left. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2012: negative. Lot number:787225, manufacturing date 2010/09, expiration date: 2013/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration: yes') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not under go essure confirmation test". On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia (painful sexual intercourse)"), pelvic pain ("pelvic/abdomina"), abdominal pain ("pelvic/abdomina"), rash ("allergy: rash/skin condition"), skin disorder ("rash/skin condition"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), urinary tract infection ("uti"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, urinary tract infection, vaginal infection and vaginal discharge outcome was unknown and the dyspareunia, pelvic pain, abdominal pain, rash, skin disorder, fatigue, gastrointestinal disorder, alopecia and weight increased had resolved. The reporter considered abdominal pain, alopecia, bladder disorder, cystitis, device dislocation, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, pelvic pain, rash, skin disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 6-sep-2019: pfs received: new events added: "pain: dyspareunia (painful sexual intercourse), pelvic/abdominal, general abnormal bleeding, allergy: rash/skin condition, migration, bladder/urinary problems bladder problems, urinary problems, bladder infections, uti, vaginal infections, vaginal discharge, fatigue, gi conditions, hair loss, weight gain, patient did not under go essure confirmation test." Outcome of events, "dyspareunia (painful sexual intercourse), pelvic/abdominal, allergy: rash/skin condition, fatigue, gi conditions, hair loss, weight gain" were changed to "recovered/resolved". Reporter contact information was added. Patient's demographics were added. Product indication updated. Essure removal date was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.